Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a procedure using a small flexnav delivery system. The annular dimensions of the native valve were perimeter 68.6mm and area of 354.9mm^2. During procedure, on first recapture the physician was unable to fully recapture the valve for repositioning. A decision was made to remove the valve and flexnav from the patient. After that, it was noted that flexnav and the valve were damaged. The external skirt of the valve and the valve capsule were damaged. A new 25mm navitor valve and small flexnav delivery system were chosen to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device damage was reported. The navitor valve was returned to abbott for analysis. The valve was examined and there was no evidence of damage or anomalies with the stent. Blood/body fluids were observed to be entangled in areas of the aortic section of the stent. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. No tears or perforations were observed in the leaflets tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.